Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum after centrifugation the serum below the gel. The following information was provided by the initial reporter. The customer stated: with adrenal veine sampling and after processing the tube the serum stays below the gel.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacturer: the manufacturing location for this product is seksui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 20-jul-2023. H.6. Investigation summary: bd received 5 used samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for gel above serum was observed. The used customer samples could not be tested and could no longer be evaluated due to changes in their condition during transit.additionally, (B)(4) retention samples from bd inventory were evaluated by functional testing, each filled with a liquid of the same specific gravity as serum and centrifuged at 1300g for 5 minutes, and the issue of gel above serum was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel above serum. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® venous blood collection tube serum after centrifugation the serum below the gel. The following information was provided by the initial reporter. The customer stated: with adrenal veine sampling and after processing the tube the serum stays below the gel.